Event description:
It was reported that the home patient (hp) observed air in the patient line during use on the home choice (hc). There was nothing found during troubleshooting that would cause or contribute to the air. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.